Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred to neurosurgery due to high impedance (>10,000 ohms). It was reported that during the consultation, the surgeon determined that "there was nothing wrong with the device". The neurologist plans to refer the patient to another surgeon. It was reported that the device was not programmed off after observing the high impedance and x-rays performed did not identify any areas of concern. It is not believed that any patient manipulation or trauma occurred that is believed to have cause or contributed to the high impedance. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed. The generator replacement was reported in manufacturer report # 1644487-2014-01582.